Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited poor sensing and it was not possible to extend the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be distorted, and the distal conductor connector pin was bent. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing appeared kinked/buckled. The lead appeared to have been stretched and damaged at implant.